Manufacturer narrative:
Continuation of d10: product ID: 37761, serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that that the therapy was off because the patient forgot to charge their implant. Pt said their implant would deplete from fully charged down to depleted every couple days. Patient rep reported today the patient's legs and feet were so tight they felt like they were going to explode like a balloon if they were touched because it was so bad. Pt said they had the same return of symptoms about 2 weeks ago when they forgot to charge their implant and therapy had shut off. The patient said they wished their was some sort of alarm that would alert them when their implant battery was low because their implant had depleted to off about 7-8 times in the time the patient has had the dbs including earlier this week. Ps reviewed that hcp can add reminder alarm on the patient programmer. Patient mentioned that they needed medicine. During the call the patient programmer showed therapy was on and implant bat tery was at 25% low. Insr confirmed. Patient was charging implant with 8 coupling bars at 25%. They also reported damaged desktop charger cord and damaged connector pin, pt noticed damage about a week ago. An email was sent to repair to replace the desktop charger.

Manufacturer narrative:
Analysis of 37761 (serial# (B)(6) recharger found bent/ broken connector pins at the end of cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.